Event description:
The customer reported the unit fails to power up on ac power, and the unit is not charging the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit fails to power up on ac power, and the unit is not charging the battery. There was no report of pt involvement. The unit was evaluated by a philips field service engineer and the symptom was verifeid. The ac power supply was replaced which resolved the reported issue.